Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 330 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, unable to perform excessive no delivery test due to prime anomaly. The operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump had broken reservoir tube lip and minor scratches on the lcd window.